Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported while cpc was onsite for pump education that the operating room is experiencing channel disconnects when bumping into an alaris system, or when transporting a patient from the operating room to the ICU. Upon inspection of the iui connectors, corrosion was seen on several pump modules. It was stated in the main surgical department that the spd staff clean the pumps following patient care, the or staff do not clean the alaris devices. The lead anesthesia technician stated he would wipe the iui connectors with an alcohol pad if there was a problem with a module connecting or a channel disconnect. Affected pump modules were set aside to be taken to biomed department it iui replacement. There was patient involvement but no patient harm. No further details were provided by customer.

Event description:
It was reported while cpc was onsite for pump education that the operating room is experiencing channel disconnects when when bumping into an alaris system, or when transporting a patient from the or to the ICU. Upon inspection of the iui connectors, corrosion was seen on several pump modules. It was stated in the main surgical department that the spd staff clean the pumps following patient care, the or staff do not clean the alaris devices. The lead anesthesia technician stated he would wipe the iui connectors with an alcohol pad if there was a problem with a module connecting or a channel disconnect. Affected pump modules were set aside to be taken to biomed department it iui replacement. There was patient involvement but no patient harm. No further details were provided by customer.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.